Manufacturer narrative:
Details regarding the outcome and extend of pt involvement were requested, but have not been received to date. A f/u report will be filed when this info is received. The exact date of the event is unk at this time. The date has been requested and a f/u report will be filed when this info is received. Sorin group (B)(4) manufactures the s5 pump. The incident occurred at (B)(6). This medwatch is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the arterial pump stopped during the procedure. The perfusionist's hand cranked to maintain blood flow. The pump did not restart after it was power cycled. A backup pump was available on the console, so the pump was changed out and the procedure continued without further issues. The perfusionist was not able to reproduce the failure after the case was complete. After the event, a sorin rep was dispatched to the facility to perform an annual service on the pump. The details of this service have been requested. The investigation is on-going. A f/u report will be filed when the investigation is complete. There was no report of pt injury. The facility reported the event to the country's competent authority. This medwatch report is filed as a result of this action.

Event description:
Sorin group (B)(4) received a report that the arterial pump of the s5 system stopped during a procedure. The perfusionist's hand cranked to maintain blood flow. The pump did not restart after it was power cycled. The pump was changed out and the procedure continued without further issue. The perfusionist was not able to reproduce the failure after the case was complete. There was no report of pt injury.